Manufacturer narrative:
G4:23feb2021. B4:07mar2021. H11:g5:k102985. H10: the device was evaluated by the customer and the manufacture international field service engineer (fse) who confirmed the reported problem. The fse replaced the blower assembly which reportedly repaired the machine. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 19feb2021.

Event description:
The customer reported a ventilator experienced an unknown noise. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.